Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise and went into mode switch appropriately. Further investigation noted that the noise was due to myopotential oversensing. No programming changes were required and the patient remained in stable condition.